Manufacturer narrative:
The pump was received with an intermittent button response due to moisture damage on the keypad traces. There was no button error alarm or numbers scrolling up noted. The pump had a cracked case at the display window corner and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was bolusing for dinner and the buttons were not responding. Customer received a button error alarm after removing the battery when the numbers were scrolling. Customer's blood glucose was 250 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.